Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 15, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The preliminary investigation was performed on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. The preliminary investigation analysis revealed a deviation in the sensor performance.to further analyze the performance deviation and to determine the root cause of the malfunction, a return material authorization (RMA) was authorized to bring back the sensor. The returned sensor was tested in-house, however, the failure mode could not be reproduced during the return product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further review of the sensor raw data in dms showed decline in the signal and reference channel values and declining sensor performance since insertion. The potential root cause for such failure mode may be related to an issue with the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 10 january 2025. G3.date received by the manufacturer? 10 january 2025. D9 device available for evaluation? Yes on 17 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.